Manufacturer narrative:
Concomitant product(s): product ID: 3023, serial# (B)(4), implanted: 2(B)(6) 006, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).

Event description:
The manufacturer representative reported that the patient's battery died and the patient experienced a lack of efficacy toward the end of therapy. The battery was implanted on (B)(6) 2006 and was replaced due to normal battery depletion on (B)(6) 2015. Intra-operatively, the lead was tested and was not responding and it was decided to remove the implantable neurostimulator (ins) and lead and replace it with a new system on the contralateral side. The lead snapped below the tines during explant and fully intact electrodes were left in the body. The surgeon worked for 45 minutes to retrieve the electrodes, but they were completely scarred in. The health care provider (hcp) placed the new ins and lead in the other area of the patient's body and the patient was doing well symptomatically. The patient was having anxiety related to the lead. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.